Event description:
The first trellis device was inserted into the popliteal over a .035 guidewire and through an 8f sheath. The physician started to inflate the distal balloon using the provided syringe and the lock on the balloon port came off. The physician tried reconnect it, but it would come off when trying to inflate the balloon. The physician continued the procedure without inflating the distal balloon. When the device was removed from the patient's body, it was observed that both balloons had popped. There was some tortuous anatomy to navigate and resistance was felt in that area upon insertion and removal. The distal balloon was inserted past an ivc filter. A second trellis was then used. Please reference MDR 2183870-2015-00069 for the second trellis used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation. No ancillary devices or cine images from the procedure were received. The returned trellis system included: oscillation drive unit with dispersion wire and the manifold/catheter. Examination of the manifold revealed that the luer lock for the proximal balloon port was missing. The proximal port tube did not exhibit any uncured adhesive. The loose luer lock was not returned with the trellis system. The catheter was examined: a tear in the proximal balloon proximal of the proximal marker band (ro1) was noted. A tear in the proximal balloon chamber was noted near the middle of the proximal balloon. A tear in the distal balloon chamber was noted near the middle of the distal balloon.